Event description:
A customer complained that higher than expected vitros tropi es results were obtained from four patient samples when using vitros tropi es reagent on a vitros 5600 integrated system. Patient 1= 0.106 versus expected 0.012 ug/l, patient 2= 0.950 versus expected 0.012 ug/l, tl2= 0.297 versus expected 0.012 ug/l, tl8= 0.125 versus expected 0.012 ug/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The results were not reported outside of the laboratory, and there were no allegations of patient harm as a result of these events. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
This supplemental emdr is being completed to provide an edit to the patient 2, sample 1 result from 0.950 ug/l to 0.910 ug/l for the event originally reported on (B)(6) 2015. The incorrect information on the original emdr was a human error and the investigation/conclusions were not affected due to this error.

Event description:
(B)(4).

Manufacturer narrative:
This supplemental emdr is being completed to provide an edit to the patient 2, sample 1 result from 0.950 ug/l to 0.910 ug/l for the event originally reported on 23 april 2015. This supplemental emdr is being filed to correct the information stated in the original emdr. The incorrect information on the original emdr was a human error and the investigation/conclusions were not affected due to this error.

Event description:
This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that higher than expected vitros tropi es results were obtained from four patient samples when using vitros tropi es reagent on a vitros 5600 integrated system. Root cause for the events could not be determined. The investigation could not rule out inappropriate pre-analytical sample processing or an unexpected 5600 analyzer issue as contributing factors to the events. The investigation found no evidence to indicate that the customer¿s vitros troponin I es reagents were performing unexpectedly.